Event description:
The customer reported that their old g4 pump would not turn on after plugging in the charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support advised the customer to keep the pump charging without touching the button, which resulted in the pump turning on. The customer plans to use the g4 pump as a backup until a replacement pump is received.